Event description:
It was reported the lead impedance was less than 200 ohms when programmed bipolar. Lead impedance unipolar was 340 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.